Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one day post-implant, system evaluation, this right ventricular (rv) lead was exhibiting loss of capture and suspected to have dislodged. The lead was surgically repositioned the following day via an uncomplicated procedure; normal values obtained prior to completion. No resulting adverse patient effects and to date the lead remains implanted and in service under normal operation.